Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad is torn and peeling . The up, down, and ok buttons are intermittently responsive. The ok button contact is inverted. There is corrosion on the flex cable on the up, down, and ok buttons contacts. The bolus button has a small hole on the top and is hard to push. The bolus button was removed and moisture was seen inside bolus button and in display. Leak test failed due to keypad damage. Removed pump from case and corrosion was noted on the vibrator motor, force sensor plate, battery power connection, and on the keypad circuit. Unrelated to this complaint, the display screen was faded and pink but worked normally with a new display installed . The pump was exercised for 24 hours a 1 unit per hour basal program. The pump passed a 29hour flow test. During investigation the time and date reset was verified in the black box . Pump was powered down and then powered up and was unable to maintain time and date during battery replacement. Pump was removed from case and disassembled. The battery was corroded.

Event description:
On (B)(6) 2012, the reporter claimed the keypad on the animas insulin pump was ripped while the patient went rafting in the lake. In addition, there was moisture under the display as well as the rf wind in the back of the pump. The reporter claimed that the subject pump possibly got too hot causing the keypad to rip. At the time of concern, the patient had elevated blood glucose of 500 mg/dl and was feeling "lousy." The patient had heavy breathing. The animas representative instructed the reporter to contact the patient hcp for a backup plan. During troubleshooting, the animas confirmed there was no moisture in the battery and cartridge compartment. There was no evidence of product misuse. Despite the temperature and the torn keypad issue, the keypad was still responsive and working accordingly. The issue was not resolved with training. This complaint is being reported because the patient allegedly had elevated blood glucose of 500 mg/dl around the same day the temperature and keypad issue began.